Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 500 mg/dl at the time of the incident. The customer was at 148 mg/dl after treating the high. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was getting no delivery alarms on the pump which may be related to scar tissue. Troubleshooting was not completed as the customer was unable to at the time of the call. The insulin pump will not be returned for analysis.